Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Additionally, it was noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. A test battery cap was unable to fully tighten. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and there was no evidence of moisture or loose components found inside the pump. The complaint of intermittent power was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.